Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that the xenon light source had led lights flashing on the front panel. It was discovered during troubleshooting, the flashing led lights were not caused by the scope socket slide pin being stuck in the 12 o'clock position and instead was due to another internal fault. Instructed the contact, that the unit must be sent in for repair and warm transferred to the repairs line to start the repair case. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus technical assistance center (tac), that the xenon light source had led lights that were flashing on the front panel. It is unknown when the issue occurred. There were no reports of patient harm

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, it is likely that the light-emitting diode (led) light on the front panel flashes due to a communication abnormality with the endoscope due to a failure of the output socket. The root cause could not be identified. Olympus will continue to monitor the field performance of this device.